Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device was missing its lid magnet. The customer has been provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
An evaluation of the lid found that the magnet retainer tabs were damaged, which caused the magnet to not be retained. A cause of the reported issue is customer abuse. The customer has been provided with replacement device. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.